Event description:
This patient had a sick sinus syndrome and a pacer was implanted three years ago. He recently began to have symptoms of lightheadedness. His ventricular lead was over sensing and the device was reprogrammed. He was seen for consideration of lead replacement. The patient was taken to the operating room where both his atrial and ventricular leads were found to have insulation breaks within the pocket deep to the pacer device, itself. This was not subclavian crush. Both leads were extracted and new leads inserted. The patient had no complications and was discharged home in stable condition.